Event description:
User experienced discrepant potassium results. The following data was provided, units in mmol/l: initial 5.1, repeat 4.1; initial 5.1, repeat 3.6; initial 5.2, repeat 3.0; initial 5.1, repeat 3.2; initial 5.2, repeat 4.2; initial 5.1, repeat 3.4. If add'l info is received, appropriate notification will be provided.